Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. The account will not release the device.should the device be released and returned for analylsis, a supplemental medwatch will be sent at that time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a single site laparoscopic nephrectomy (lso). The white pad fell off and into the patient, it was retrieved through the trocar. It was at the end of the case and no other device was required. There was no adverse consequence to the patient.